Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to reproduce the reported event as no problem was detected. As a precautionary measure, a front panel assembly was ordered. Upon receiving replacement parts, the device will be repaired to service specifications.

Event description:
The customer reported while using the vela ventilator; the screen went blank while testing. The customer reported the issue occurred prior to patient application. The customer reported there is no patient involvement associated with the event.